Event description:
New information received notes that the patient had experienced pain due to nerve stimulation, as the right ventricular (rv) lead paced. There was no capturing issue noted, and electrical parameters were all normal. Programming changes were made initially to turn rv lead pacing off. The micro-perforation was suspected via fluoroscopy imaging. Patient condition was stable throughout.

Event description:
It was reported that the patient presented in clinic for a right-ventricular (rv) lead revision, as it exhibited an unspecified capture issue due to dislodgement. A micro cardiac perforation was suspected. As a resolution the rv lead was capped and replaced on (B)(6) 2025. Further information was requested but not received.